Manufacturer narrative:
One 8.5f fast-cath introducer dilator was received for evaluation. No resistance was noted when a brk needle/stylet assembly from current inventory was advanced through the returned dilator. However, the dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following transseptal puncture, skiving was noted from the dilator. The wire was advanced through the dilator and resistance was encountered. Upon removal of the wire, the dilator was aspirated which produced a plastic shaving. The procedure was completed without patient complications.